Event description:
It was reported during the implant procedure that the physician could not tighten down one of the setscrews. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, on the visual inspection, there was grommet damage noted and the setscrew was loose/disengaged with some foreign material note in the socket.